Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient reported experiencing an inaccurate continuous glucose monitor (cgm) reading. She described feeling unwell and expressed significant anxiety, as this was the first occurrence of such an event. The cgm reading was approximately 20 points discrepant, which prompted her to seek emergency medical care. During the emergency room evaluation, the patient was diagnosed with endometritis and was prescribed a 10-day course of antibiotics (not related to dexcom). She was uncertain whether the infection was associated with the cgm malfunction or attributable to another underlying condition. The patient was unable to recall specific blood glucose (bg) meter or cgm values at symptom onset or upon arrival at the emergency department. It remains unclear whether any symptoms preceded the ER visit, and information regarding medications or interventions prior to or during the ER encounter was not obtained. The patient was in the ER less than 24 hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. It was reported that the cgm reading was 20 points off the bg meter reading. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.